Event description:
Customer reported receiving erratic readings on their blood glucose monitor. Customer reported receiving readings of (202 mg/dl 501 mg/dl, 203 mg/dl, 203 mg/dl, 140 mg/dl, 185 mg/dl, 157 mg/dl, 149 mg/dl, 210 mg/dl and 188 mg/dl) within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Please note the maximum adc meter reading is 500 mg/dl, any reading above 500 mg/dl will give a "hi" reading.